Event description:
Info received indicates the CPR and trendelenburg functions are not working when the pedal is pressed.

Manufacturer narrative:
The tech isolated the issue to CPR and trend valves. He replaced the valves to repair the bed.